Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified fuse f3 in the m-cabinet had tripped. The rse instructed the customer to reset the fuse, and the system started. However, the frontal image processing pc (ip-pc) remained dark. Analysis of log file revealed ¿malfunctioning frontal ip-pc¿ confirming the issue. A philips field service engineer (fse) examined the system on-site and identified a power supply issue with the frontal ip-pc. The fse replaced the frontal ip-pc and installed software to resolve the issue. The cause of the frontal ip-pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of frontal ip-pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not start up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.